Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed driver tip broken. Microscopic examination reveals a quasi-brittle fracture surface with significant damage noted, with no evidence of fatigue; some evidence of torsion applied to fracture after initial crack propagation, suggesting bend stress overloading as the mechanism of crack propagation, with secondary torsion. Approx. ~½ thread of mas head engagement thread damaged.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off in the multi axial screw. The tip could not be removed from the screw. The rod was able to be properly seated and the set screw properly seated. No additional patient complications were reported.